Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported the device had a low leak-co2 rebreathing risk. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Date rec'd by MFR: 23sep2019. Date of report: 25sep2019. The customer troubleshooted with tech support over the phone to address the issue. It was reported by the customer that the issue was resolved by replacing the flow sensor assembly. The device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.